Event description:
At 1100 existing ventilator was changed with a new one. Ventilator change was smooth w/o problems. 1120: persistent desaturations with increased co2 levels on tcm noted, it was reading 80%. Rt called to bedside to evaluate tcm application & possible cause of desaturations. Baby responded to bagging with t- piece but desaturated quickly when connected to vent. At 1200: bagging at 100%, infant is retracting, co2 on tcm in the 90's. At 1230: feeding off, doctor called to bedside. Cxr ordered. Earlier suctioning, positioned prone, ett placement checked - all these done with no response. Ett in good position per x-ray. At 1245: decision to change vent., infant was bagged with t-piece while waiting for equipment. At 1310: attached to new ventilator. O2 levels noted to stabilize & co2 started to decrease on tcm. Fio2 slowly weaned. At 1330: feeding resumed. At 1400: noticed defect in ventilator circuit. Ventilator was working properly but there was a fine crack noted in circuit connecting to patient. Per site reporter: the vendor brought 2 cases of circuits to replace our stock of that lot number.